Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely with episodes of noise on their right ventricular lead. The patient was brought into the clinic for further evaluation and programming changes were performed. No patient symptoms were reported.